Event description:
It was reported that wire tip got separated. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A rotawire was selected for use. During procedure upon ablation the proximal part of the wire got slightly bend. However, the physician continue the procedure and this time inserted a rotapro 1.5mm. The rotapro 1.5mm got stuck in the wire and got detached on the distal part. The physician attempted to removed the fragment with a snare but could not be removed. The fragment remain inside the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed: the device has kinks in the body of the guidewire located approximately at 37.5cm and 92cm from the proximal end. The returned guidewire was not complete, only a section was returned. The remaining portion of the distal tip was not returned for analysis. Microscopic inspection revealed that the distal tip detachment confirmed, a portion of approximately 0.5 inch of distal tip was detached and not returned. Dimensional inspection revealed that the overall length, outer diameter (od) distal, od medium, od proximal were within specification. Although overall length is within specification, a portion of 0.5 inch of the distal tip of the guidewire is detached and not returned and o.d. Distal measurement could not be performed due to device condition (distal tip detached and not returned). Pictures were provided by the customer and media inspection was performed and revealed the rotawire was within its protective hoop, no damages observed. The distal tip of the guidewire was detached and missing, additionally, some foreign material covering the distal end, probably from the procedure. The solder weld of the transition area was covered by the same foreign matter. The distal tip of the guidewire detached and missing and the remaining portion covered by the same foreign matter.

Event description:
It was reported that wire tip got separated. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A rotawire was selected for use. During procedure upon ablation the proximal part of the wire got slightly bend. However, the physician continue the procedure and this time inserted a rotapro 1.5mm. The rotapro 1.5mm got stuck in the wire and got detached on the distal part. The physician attempted to removed the fragment with a snare but could not be removed. The fragment remain inside the patient.